Event description:
It was reported during insertion the impella, it was first attempted to be inserted over wire and it was unable to advance into the ascending aorta. The impella was removed out of body multiple times with idle time out of body. Angiography showed large calcium buildup that was not allowing impella to pass. The medical team decided to use a balloon to open the vessel and a 8x 40 balloon was applied. The impella was reloaded and successfully passed the lesion. The patient's family made the decision to transition the patient to comfort care and no further interventions were given to the patient. The patient expired while on impella 5.5 support. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-04536 was provided in sections b1, b2, b5, d6a, d6b, h1, and h6.

Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. No data logs were provided. The root cause of the high purge pressure issue was not determined since product was not returned and insufficient information provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 75 yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that when implanted with the impella 5.5, a high purge pressure alarm occurred. The tissue plasminogen activator (tpa) protocol was initiated in the purge fluid and the alarm resolved. There was no patient harm reported.